Event description:
It was reported that the system 9800 would not boot up. Customer requested a new hard drive. No pt was involved in this case.

Manufacturer narrative:
A ge service rep performed an on site investigation. As per customer request, ordered and replaced the hard drive. Upon installation, it was determined that this was not the cause of the problem. Subsequent investigation identified an incorrect sbc was installed by the site. The correct sbc will be ordered by the customer. Any add'l info will be reported.